Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, lymphadenopathy.

Event description:
Patient reported capsular contracture, baker grade unknown, diagnosed and treated with ultrasound, intracapsular rupture diagnosed by ultrasound, also reported anxiety, panic attacks and depression. Ultrasound reported "periprosthetic capsulitis and intracapsular rupture signs on right device. No solid nodules, nor cystic. Few axillary adenopathies with no relevant size and interspecific". This relates to the right side. Device remains implanted.